Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014 . The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100124 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b6, b7, d4, h4, h6.

Event description:
This is follow up#1 to report on 07/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿recurrent ventral hernia¿ surgery and was implanted with a strattice device lot ¿sp100124-164¿ on (B)(6) 2014. The patient underwent a ¿debridement of necrotic skin & subcutaneous fat, wound vac placed¿ on (B)(6) 2014. The patient then had ¿necrosis of large area on left side of incision & purulent odor, fluid drained¿ on (B)(6) 2014 treated. The patient had a ¿CT guided needle aspiration¿ on (B)(6) 2014. The patient underwent a ¿repair of 7 time recurrent ventral hernia with mesh, right-sided transverses musculofascial release & rectus release, leftsided posterior rectus musculofascial release, resection of foreign body, extensive resection of previous dense scar in the skin, subcutaneous tissue & muscle, placement of mesh for repair of incarcerated hernia, extensive adhesiolysis, development of skin & subcutaneous tissue flaps measuring greater than 200 square centimeters; excisional debridement of subcutaneous tissue, skin, & fascia that appeared necrotic, wound closure, delayed abdominal closure on (B)(6) 2015. The patient had an ¿incision & drainage of abdominal wound, insertion of drain, wound closure¿ on (B)(6) 2015. The form lists the conditions that were treated were ¿attempted recurrent laparoscopic ventral hernia repair converted to open ventral hernia repair (retrorectus strattice) (explantation of previous physiomesh)¿ on or about (B)(6) /2014. The patient also underwent ¿debridement of necrotic skin & subcutaneous fat, wound vac placed¿ between (B)(6) 2014. The patient had ¿necrosis of large area on left side of incision & purulent odor, fluid drained¿ on or about (B)(6) 2014. The patient received ¿outpatient wound care, wound vac, dressing changes¿ post 2014 surgery. The patient had a ¿CT ill - defined subcutaneous fluid collection on right anterior paramedian abdominal wall adjacent to wound defect, may reflect an infected fluid collection; CT aspiration of subcutaneous right paramedial abdominal wall abscess (grew e. Coli treated with septra ds)¿ on or about (B)(6) 2014. The patient was implanted with a third non-abbvie device, ¿physiomesh, lot #dc8jdcao¿ on (B)(6) 2012. The form indicates that the device was revised on (B)(6) /2014 due to ¿attempted laparoscopic ventral hernia repair, open ventral hernia repair with mesh (retrorectus strattice).¿ the device was subsequently revised on (B)(6) 2015 due to ¿repair of 7 time recurrent ventral hernia with mesh, right-sided transverses musculofascial release & rectus release, left-sided posterior rectus musculofascial release, resection of foreign body, extensive resection of previous dense scar in the skin, subcutaneous tissue & muscle, placement of mesh for repair of incarcerated hernia, extensive adhesiolysis, development of skin & subcutaneous tissue flaps measuring greater than 200 square centimeters; excisional debridement of subcutaneous tissue, skin, & fascia that appeared necrotic, wound closure, delayed abdominal closure.¿ the patient was implanted with two additional non-abbvie devices, ¿mesh ventralight 12 x 14 rectangle, lot #huzc0209 & gore-tex, lot # unknown¿ on (B)(6) 2015. The form indicates that the device was revised on (B)(6) 2015 due to ¿incision & drainage of abdominal wound, insertion of drain, wound closure.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.